Event description:
It was reported that after a routine device check and upon reviewing notes of the office visit, the health care professional (hcp) observed an out of range right ventricular (rv) pacing impedance measurement triggering a lead safety switch (lss) to occur. This was observed as a sudden spike in impedance measurement. During the routine device check, the unipolar sensing, threshold and impedance measurements were reported within range. Technical services (ts) provided the health care professional (hcp) with programming and troubleshooting options. The device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that after a routine device check and upon reviewing notes of the office visit, the health care professional (hcp) observed an out of range right ventricular (rv) pacing impedance measurement triggering a lead safety switch (lss) to occur. This was observed as a sudden spike in impedance measurement. During the routine device check, the unipolar sensing, threshold and impedance measurements were reported within range. Technical services (ts) provided the health care professional (hcp) with programming and troubleshooting options. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that after a routine device check and upon reviewing notes of the office visit, the health care professional (hcp) observed an out of range right ventricular (rv) pacing impedance measurement triggering a lead safety switch (lss) to occur. This was observed as a sudden spike in impedance measurement. During the routine device check, the unipolar sensing, threshold and impedance measurements were reported within range. Technical services (ts) provided the health care professional (hcp) with programming and troubleshooting options. The device system remains in-service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information received indicated that this device was explanted due to the device was programmed to higher-than-normal outputs due to high capture threshold. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This report captures the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that after a routine device check and upon reviewing notes of the office visit, the health care professional (hcp) observed an out of range right ventricular (rv) pacing impedance measurement triggering a lead safety switch (lss) to occur. This was observed as a sudden spike in impedance measurement. During the routine device check, the unipolar sensing, threshold and impedance measurements were reported within range. Technical services (ts) provided the health care professional (hcp) with programming and troubleshooting options. The device system remains in-service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to the device was programmed to higher-than-normal outputs due to high capture threshold. No additional patient adverse effects were reported.